Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspension. The blood glucose was 120 mg/dl and the sensor glucose was 40 mg/dl which was outside of the acceptable range. Troubleshooting was performed and found that the insulin delivery was suspended due to sensor glucose vs blood glucose difference. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.